Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization of a wide neck aneurysm, the physician positioned the prowler select plus 150/5 cm. Microcatheter (mc #1) and advanced an enterprise vrd and delivery stent. During advancement, the enterprise system became stuck in the mid section of the mc. The physician was not able to advance or withdraw the enterprise in the prowler mc and withdrew both systems. The physician then changed to another microcatheter and enterprise vrd and delivery stent (#2). Both products were positioned at the target lesion and the physician successfully coiled/filled the aneurysm. When the physician withdrew the enterprise vrd system (#2), the distal tip of the delivery wire was noted to be fractured and remained in the patient. The patient was reported to have recovered and is fine at this time. The target lesion was a wide neck aneurysm of the left eye artery segment. The physician did attempt to retrieve the fractured segment of the delivery wire but was not successful-no other details were provided. No additional target lesion information was provided. An adequate/continuous flush was maintained to the micro-catheter at all times. There was no reported product issue with the second micro-catheter used. The complaint products were inspected prior to use and appeared to be normal. The complaint products were prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty flushing the first mc used. No additional information is available.

Manufacturer narrative:
The products were returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report #1058196-2012-00017, and #1058196-2012-00018.

Manufacturer narrative:
Additional information received indicated that the catalog number is enc452812 and corresponds to the same lot number - 10035715.additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization of a wide neck aneurysm, the physician positioned the prowler select plus 150/5 cm. Microcatheter (mc #1) and advanced an enterprise vrd and delivery stent (#1). During advancement, the enterprise system became stuck in the mid section of the mc. The physician was not able to advance or withdraw the enterprise in the prowler mc and withdrew both systems. The physician then changed to another microcatheter and enterprise vrd and delivery stent (#2). (B)(4): the second prowler mc and enterprise vrd were positioned at the target lesion and the physician successfully coiled/filled the aneurysm using ev3 and microvention coils. After the coiling of the aneurysm, when the enterprise delivery system (#2) was withdrawn, the distal tip of the delivery wire was noted to be fractured and remained in the patient. The patient was reported to have recovered and is fine at this time. The target lesion was a wide neck aneurysm of the left eye artery segment with no additional target/vessel information available. An attempt to retrieve the fractured segment of the delivery wire was made, but was not successful. The delivery wire was not re-shaped prior to use. An adequate/continuous flush was maintained to the micro-catheter at all times. There was no reported product issue with the second micro-catheter used. The devices were inspected prior to use and appeared to be normal. The devices were prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty flushing the first mc used. No additional information is available. (B)(4): the product was returned for inspection. A microcatheter was received with a "y" connector and the enterprise inserted on it. The mc presented a compress/flat section at 1 cm from the distal end. Some waves were noted on the devices; however these appear to occur during the handling of the units when they were returned for evaluation. The enterprise was removed from the mc and it was noted a fracture/separated at 218cm from the proximal end, between the retraction bump and the stent positioning marker. The enterprise stent and the distal end of the delivery wire were not returned for analysis; as reported, the delivery wire remains implanted. Some waves were noted on the devices; however these appear to occur during the handling of the units when they were returned for evaluation. Sem analysis of the delivery wire showed craters, holes as well as pitting, in the distal portion of the nitinol core wire which suggests that the wire underwent corrosive or chemical attack; however, neither the corrosive agent nor the time and place where the corrosion initiated could be conclusively determined. The corroded area of the material was scanned in order to look for the possible composition of the corrosive agent; these areas yielded the following elements (B)(4). The solder alloy used in the distal and in the proximal joints is (B)(4). Nitinol is a metal composed by (B)(4). Additional sectioning of the core wire adjacent to the fracture site was carried out to evaluate the possibility that the core wire contained evidence of corrosion into the center of the wire and thus, were the potential cause of the failure. The section did not reveal such evidence of defects. No corrosion or other defects in the material were noted. This suggests that the corrosion of the fracture surface occurred following the fracture of the wire. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10035715. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported delivery wire fracture/separation was confirmed. The root cause of the fracture found during the analysis could not be conclusively determined. A risk assessment has been initiated to evaluate this issue. This is one of three products used during the same procedure. Please reference MFR. Report #1058196-2012-00016, #1058196-2012-00017, and #1058196-2012-00018.